Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebv0963 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the procedure, the healthcare professional (hcp) adjusted the length of the catheter outside of the patient twice. On the second adjustment it was possible that the hcp cut the stylet and the catheter, leaving a distal fragment of the stylet in the catheter. When removing the stylet after inserting the catheter, the hcp found that the coil of stylet became unwound and extended at the middle part of the stylet. Therefore, the catheter was removed from the patient. An x-ray and CT confirmed that the distal fragment of the stylet was not left in the patient's body. It was stated that the hcp did not remember whether the catheter was clamped when removing the stylet, as he felt slight resistance when removing the stylet. Stylet was removed by applying a little force. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the stylet unraveled was confirmed and the cause was determined to be use related. One stylet wire was returned for investigation. The implicated powerpicc was not returned for investigation. The stylet had been removed from the t-lock extension set and the extension set was not returned for investigation. The red hang tag was attached to the wire. The coil wire was stretched over the core wire. The coil wire extended 57.6cm from the distal end of the black tab. A 7cm segment of the stylet was received separate from the remainder of the stylet. The coil wire on the 7cm segment had not been stretched over the core wire. The ends of both the core wires and the coil wires were microscopically examined. The weld tip was not present and the cross sections were noted to be flat with striations across a portion of the surface. The striated surface exhibited increased luster compared to the remainder of the cross section. These characteristics indicate that the stylet was severed. It was reported that the catheter length was modified twice, which explains the two segments of stylet and a missing weld tip, which most likely remained in the section of tubing that was cut away before use. This type of damage typically occurs when the catheter is trimmed to length without sufficiently retracting the stylet. The IFU cautions, ¿the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿ a lot history review (lhr) of rebv0963 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the procedure, the healthcare professional (hcp) adjusted the length of the catheter outside of the patient twice. On the second adjustment it was possible that the hcp cut the stylet and the catheter, leaving a distal fragment of the stylet in the catheter. When removing the stylet after inserting the catheter, the hcp found that the coil of stylet became unwound and extended at the middle part of the stylet. Therefore, the catheter was removed from the patient. An x-ray and CT confirmed that the distal fragment of the stylet was not left in the patient's body. It was stated that the hcp did not remember whether the catheter was clamped when removing the stylet, as he felt slight resistance when removing the stylet. Stylet was removed by applying a little force. No patient injury reported.